Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the atrial lead exhibited episodes of noise. No intervention was made and the patient experienced no consequences. The patient will continue to be monitored.